Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failed storage space and unable to recover. The customer reported that they had to access the medications from other sources that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space failed and was not recoverable. A field service engineer (fse) found that full height drawer 2 in main failed to open due to a missing magnet in the latch inseparable. Replaced the inseparable and secured all connections. Tested successfully in hardware test application. Pharmacy tech recovered the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failed storage space and unable to recover. The customer reported that they had to access the medications from other sources that caused a delay in patient care. There were no adverse events or injuries reported based on this event.